Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff procedure the needle tip broke while passing through the tissue. The doctor was not able to locate the fragment because it was behind the tendon. An x-ray was taken and revealed it remains in the patient. There is no plans at this time for a revision. The case was completed successfully.